Event description:
Main facility of shands teaching hosp is experiencing problems with needlesticks when using autoshield pen needles.

Manufacturer narrative:
All product has been discarded; no product return is anticipated. Lot number is unk, unable to conduct complaint history / device history review. F/u with facility to ascertain whether further inservice training is needed. Regulatory compliance will continue to monitor.